Event description:
A respiratory therapist from the home healthcare company reported, "vent deliver large burst of air, patient removed it then put it back on. Vent delivered nothing when he put it back on." Subsequent information received with the unit stated, "vent gave large burst of air and shut down." No allegation of patient harm, patient switched himself to back up vent.